Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40-60 mg/dl and a loss of consciousness. The cause of the low bg was unknown. Bg was treated via intravenous saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage.